Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 for the reportable issue of bands prematurely deployed. Investigation results: received one speedband superview super 7 for analysis. The ligator head was not returned with the device. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the trip wire was secured in the handle assembly slot when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the returned product looks in good conditions without evidence of damages. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices was used during an esophageal vein ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the device was retrieved and found out that the first three bands were adhered together. Another attempt was made to deploy the bands outside the patient; however, the first four bands deployed at one time. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). For the reportable issue of bands failed to deploy. (B)(4). For the reportable issue of bands prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices was used during an esophageal vein ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the device was retrieved and found out that the first three bands were adhered together. Another attempt was made to deploy the bands outside the patient; however, the first four bands deployed at one time. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.